Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a failed balloon deflation occurred. The physician was treating a totally occluded 100% stenosed lesion located in the calcified and moderately tortuous mid left anterior descending (lad) artery. Another manufacturer's stent was implanted into the mid lad, however, part of the stent crossed over into the first diagonal artery resulting in "bad" blood flow. This 15x2.5mm maverick balloon catheter was used for post-dilation to aid in better blood flow. The maverick balloon was advanced to the implanted stent and completely inflated without difficulties on the first attempt to 8 atms for 10 seconds. After the first inflation, the balloon would not deflate. An attempt to deflate the balloon using a three way stop cock was unsuccessful. The balloon catheter, with guide wire, were removed together as a unit intact with the balloon fully inflated. The procedure was completed successfully with this device, as good blood flow was recovered. There were no reported pt complications or symptoms from the removal of the inflated balloon.

Manufacturer narrative:
(B)(4).